Event description:
Information received by medtronic indicated that the customer reported damaged battery cap, blank screen on pump and experienced hypoglycemia with a blood glucose value of 70 mg/dl at the time of the event. The customer visited to emergency room and was treated with thr food and glucagon. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours but it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged blank display, battery cap contact missing/damaged, visit to emergency room and ems dispatched for low bgs found on (B)(6) 2023. On (B)(4), svn #: (B)(4) - customer returned pump for an alleged unexpected bolus not delivered alert/bolus not delivered alarm, exposure to moisture, and high bgs found on (B)(6) 2021. The pump was received with the metal contact missing from the battery cap. A test battery cap locks securely into place. The pump was received without a battery installed. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. The pump was monitored for several hours and no blank display noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected bolus not delivered alert/bolus not delivered alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date (B)(6) 2023. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:46:55.000; (B)(6) 2023 12:47:46.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 12:45:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:47:14.000. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Bolus stopped (51) was recorded and found in the formatted history file on: (B)(6) 2023 12:48:12.000. On (B)(6) 2023 12:47:14.000 normalbolusdelivered (220), normalbolusamountprogrammed: 100000 (10 u), bolusamountdelivered: 29500 (2.95 u), on (B)(6) 2023 12:47:14.000 faultnumber: failedbatttest (58), on (B)(6) 2023 12:47:46.000 faultnumber: batteryremoved (84), on (B)(6) 2023 12:48:12.000 batteryinserted (44), on (B)(6) 2023 12:48:12.000 faultnumber: bolusstopped (51). Bolus stopped (51) was expected since a battery out limit or failed battery event occurred while a bolus or fill cannula was in progress. Bolus not delivered alert/bolus not delivered alarm was recorded and found in the formatted history file on the event date (B)(6) 2021. (B)(6) 2021 09:17:17.000. Bolus not delivered alert/bolus not delivered alarm was expected when the screen timed out when bolus programmed but not delivered. There were no unexpected pump errors/alarms noted 1 week prior to the event dates (B)(6) 2023 and (B)(6) 2021 in the formatted history file. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a cracked case-corner of belt clip rails near the battery tube compartment. Battery cap contact missing/damaged was confirmed. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Unexpected bolus not delivered alert/bolus not delivered alarm was not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Corrected/missed description: she overdosed using insulin pen and lost consciousness and was taken to the emergency room by the paramedics on (B)(6) 2023 at 12:00 for a low of 70mg/dl.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/incorrect in the initial report. The information has been provided in section b5 and in h6 under health effect - clinical code : 2418, health effect - impact code: 2418 with this report.